Event description:
It was reported that during the implant procedure the left ventricular lead exhibited high impedance. A fluoroscopy showed that the lead - was very baulked - on the vessel wall. An echocardiogram noted the presence of a mild pericardial effusion. The patient's condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) - pericardial effusion.